Manufacturer narrative:
D9: date returned to mfg.: 9/4/2024 one device was received without its original package, in used condition. The complaint about cracks and leaks could not be confirmed. Through the device analysis executed on the returned sample it was observed that returned passed the air and vacuum tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there were cracks and leaks with the device. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.